Manufacturer narrative:
(B)(4).

Event description:
It was reported " the iabp was not able to counterpulsate normally after placement, so it was withdrawn, and there was blood in the balloon, and it was found that the congested guidewire was broken, and the 40cc iabp was reintroduced, and it operated normally". Additional information states that the second iab was inserted into the same insertion site. The patient's current condition is reported as "fine".

Event description:
It was reported " the iabp was not able to counterpulsate normally after placement, so it was withdrawn, and there was blood in the balloon, and it was found that the congested guidewire was broken, and the 40cc iabp was reintroduced, and it operated normally". Additional information states that the second iab was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "blood in the balloon" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.